Event description:
As reported, an 8mm x 100mm 120cm smart vascular self-expanding stent (ses) delivery system could not pass through the lesion ¿as if it had been bitten by a wire¿. As a result, a new 10mm x 8mm smart control ses was used as a replacement. There was no reported injury to the patient. This was during a procedure to treat a 70% stenosed superficial femoral artery (sfa) lesion which had mild calcification and mild tortuosity. There was no observed damage to the product packaging prior to use and there were no difficulties removing the device from its packaging. A non-cordis .035 guidewire was used with the smart ses. The smart ses was removed easily from the patient and remained in one piece during its removal. The stent was still attached to the delivery system upon removal. The device was prepped per the instructions for use (IFU) and will be returned for evaluation. Addendum: product evaluation revealed that the delivery system is separated.

Manufacturer narrative:
Complaint conclusion: a smart 8mm x 100mm 120cm vascular self-expanding stent (ses) delivery system could not pass through the lesion ¿as if it had been bitten by a wire¿. As a result, a new 10mm x 8mm smart control ses was used as a replacement. This was during a procedure to treat a 70% stenosed superficial femoral artery (sfa) lesion which had mild calcification and mild tortuosity. There was no observed damage to the product packaging prior to use and there were no difficulties removing the device from its packaging. A non-cordis .035 guidewire was used with the smart ses. The smart ses was removed easily from the patient and remained in one piece during its removal. The stent was still attached to the delivery system upon removal. The device was prepped per the instructions for use (IFU) and will be returned for evaluation. There was no reported injury to the patient. The device was returned for analysis. A non-sterile unit of product ¿pkg assy 8x100 smart vas120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation. The unit presented a kink and a separated condition at 124 cm from the distal end of the system in the inner/outer shaft, the stent was not deployed. No other damages or anomalies were observed on the returned device. Functional analysis could not be performed due to the device returned condition. Sem analysis was not performed because the damages associated with the separation are visible with the magnification obtained with a vision system. The returned separated part was inspected with the vision system observing that the separated edges present evidence of elongations on the plastic material and plastic deformation. The characteristics found on the materials of the unit are commonly associated with separations caused by material tensile/twist overload or segmented by a sharp object. Therefore, it is assumed that the material was induced to a tensile/twist forces that exceeded the material yield strength prior to the separation. A product history record (phr) review of lot 18089434 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire lumen (inner shaft)- resistance¿ was not confirmed since due to the device returned condition it was not possible to functionally test the device. However, it is possible that the kink found at the device system may have caused the reported issue. The reported ¿stent delivery system (sds)-cracked¿ was not confirmed since this condition does not describe the system damage. However, a stent delivery system (sds)-separated malfunction code can be confirmed since the system was found separated from the inner/outer shaft. Procedural factors and handling process may have contributed to the reported events. According to the instructions for use (IFU) ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the product evaluation does not suggest that the events experienced by the customer are related to the manufacturing process; therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18089434 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an 8mm x 100mm 120cm smart vascular self-expanding stent (ses) delivery system could not pass through the lesion ¿as if it had been bitten by a wire¿. As a result, a new 10mm x 8mm smart control ses was used as a replacement. There was no reported injury to the patient. This was during a procedure to treat a 70% stenosed superficial femoral artery (sfa) lesion which had mild calcification and mild tortuosity. There was no observed damage to the product packaging prior to use and there were no difficulties removing the device from its packaging. A non-cordis .035 guidewire was used with the smart ses. The smart ses was removed easily from the patient and remained in one piece during its removal. The stent was still attached to the delivery system upon removal. The device was prepped per the instructions for use (IFU) and will be returned for evaluation. Addendum: the stent delivery system was received fractured.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.